Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately twelve (12) years. Through follow up with the health care provider, it was learned that only the valve leaflets were excised. Per the obtained records, the patient underwent a bio-bentall procedure over 10 years ago and has developed recurrent severe symptomatic bioprosthetic stenosis. During the procedure, the valve was visualized and was "extremely diseased." There was calcification "as well as what appeared to be fresh thrombus on a very stenotic valve". The leaflets were excised and it was contemplated on whether to re-do a bentall procedure or try to excise the wire frame. Due to some of the previous sutures, the wire frame was not able to be excised. A 21 mm magna pericardial valve was chosen and placed inside of the old frame. The valve was seated and tied to the frame. The patient was successfully weaned from bypass and taken to the intensive care unit in stable condition. Post-bypass transesophageal echocardiogram showed minimal residual aortic insufficiency.

Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. Based on the available information, the root cause of this event could not be confirmed. However, it appears that this event was likely due to patient related factors. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. From a mechanical standpoint, calcification deposits which mineralize in small collections of cells can stiffen and weaken the valve tissue. Combined with valvular stress, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.